Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right-side rupture. Capsulotomy performed. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿granuloma: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side rupture. Healthcare profession reported "suspicion bia-alcl" and " fragments of the fibrous wall of pseudocyst with resorptive reaction, silicone granulomas and moderately abundant. Device explanted and replaced with another manufacture.

Manufacturer narrative:
E1. Phone number continued: (B)(6). The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "suspicion bia-alcl", "silicone granulomas and moderately abundant mixed ventricular inflammatory infiltrate". Despite initial suspicion of alcl, the histopathological markers did not confirm the condition (cd30 and alk both negative). No malignancy was found.